Event description:
A surgeon reported a tear in the capsule during a cataract with intraocular lens implant procedure. The surgeon performed all cuts with the laser with no complications. The surgeon entered the incisions easily and stated the capsule was free without tags. During hydro-dissection, the lens vaulted forward. The surgeon noted a tear in the capsule at the time of cortex removal. The surgeon implanted a 3-piece sulcus lens, and incision was closed without issue. In a follow up, the surgeon reported that capsular tear was caused by the laser "going too far out." Per the surgeon, since the tear was on the edge of the capsule, no vitreous was lost. No further info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).